Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
Additional information was received from the patient's son and it was reported they were having trouble with the hand held device. He reported that they went to the physician's office and they took care of everything. He reported that his mother was very happy with her implant. It was noted that it was the patient's son who was the original caller and the seizure should not be attributed to the patient. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had a sudden seizure during the call. A woman was heard in the background stating "tell me what to do, good lord, he's having a seizure and I don't know what to do." There were no allegations as the call was disconnected. Indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.